Event description:
A customer reported a lo (less than 40 mg/dl) on the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced a "strong sensation of heat and extremely strong sweating" and emergency services were called. After 1 hour, a lab glucose test of 1000 mg/dl was obtained, and the customer was provided an injection of insulin and unspecified infusion for a diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.